Event description:
It was reported the patient was admitted to the hospital with signs of acute aortic dissection. A 25 mm sjm aortic valved graft (medwatch report# 2648612-2011-00022) was implanted, but bleeding was observed at the junction between the sewing cuff and graft. The 25 mm valved graft was removed and replaced with this smaller 23 mm sjm aortic valved graft, but bleeding was also observed in the same location. This 23 mm valved graft was also removed and replaced with a 23 mm bioprosthesis from another manufacturer. It is unknown what type of blood thinner may have been used. Additional information has been requested.